Manufacturer narrative:
An unexpected restart alarmed after battery change and settings loss of memory due to broken solder joint. The pump passed the self-test. No external ram crc error alarm during testing was noted. The pump was received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call of an unexpected restart alarm and external ram crc error from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her son had errors with rewinding and resetting the pump. The customer stated that the errors occurred again after 2 full battery changes. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer was advised to monitor the pump until a replacement arrives.